Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Mid-section stent struts were pulled and lifted from crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink located at 12.5cm proximal to the distal end of the distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05jan2021. It was reported that crossing difficulties were encountered. A 3.00x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.